Event description:
It was reported that customer was treated by the paramedics. The customer's son called soon after to report that his mother was hospitalized due to a heart attack and high blood glucose. Advised customer that a clamp will be sent out to run a high pressure glucose test.